Event description:
It was reported that during prior to use inspection, a technician confirmed that the tracheostomy tube pilot balloon was stiff and not flexible. No patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One tracheal tube was received for evaluation. A visual inspection was performed, and it was observed that the inflation line had collapsed inside the lumen of the tube. Inflation and deflation tests were performed by using a 25cc syringe of air applied to the cuff, and it was observed that the inflation was difficult, but there was no stiffness detected on the pilot balloon. A dimensional test was performed, and the readings were within specification. The customer reported malfunction was verified.